Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that although the operator could insert a syringe into the valve, they could not inject water into the catheter.

Manufacturer narrative:
The reported event was confirmed as manufacturer related. During evaluation, we were unable to inflate the device due to length of sac's placement being out of range (towards the tip). The sample was examined under a microscope and identified this as related to the manufacturing process. The device history record was reviewed and found a possible manufacturing issue(s) that could have caused or contributed to the reported event. The instructions for use state the following: "(6) insert catheter into urethral meatus, and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon."

Event description:
It was reported that although the operator could insert a syringe into the valve, they could not inject water into the catheter.